Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room on (B)(6), 2013, and administered general anesthesia to facilitate a tightening of a loose abutment.